Event description:
I had lasik in 2014. A second lasik surgery was needed on my left eye, which caused a retinal detachment. I underwent surgery to repair my retina, but the surgery failed and led to a cardiac. I then underwent cardiac surgery which led to a spike in my intraocular. This led to need for yet another surgery to implant a vale made inside my eye to regulate my intraocular pressure. This surgery also went horribly wrong. My eye essure dropped too low and destroyed my vision. Today my left eye has malignant glaucoma, no pupil, and is totally blind. My eye is so painful that I am facing complete removal of the eye (enucleation). This cascade of life-altering events are a direct of lasik eye surgery, which I was led to believe was virtually risk-free.